Manufacturer narrative:
Additional information: according to the information received from the field the hearing benefit with the device was affected. In situ measurements show the device working within specification. Further diagnostic imaging show a correctly placed electrode. After re-programming the recipient has hearing benefit with the device again. No device failure is suspected and the device remains implanted and in use. In addition the recipient received a stronger external magnet due to retention issues.

Event description:
The user's hearing performance with the device is affected. According to latest information the srt has been performed and the user is benefiting from these settings; therefore, no further action is required at this time. The processor falls off at magnet strength 3, so the user received a magnet with strength 4.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. Re-implantation is being considered.